Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. During the inspection of the returned asset device, other malfunctions found were, the lamp took more time to ignite intermittently due to a faulty igniter unit. The air pressure did not retain due to deform scope socket. Cable was corroded. The white lens was foggy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera ii xenon light source, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the main lamp did not light, shifted to spare lamp due to broken thermo sensor. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the disconnection of the thermo-sensor. Olympus will continue to monitor field performance for this device.